Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and did not show any system notice messages for the date of event. Bin files showed that at least 18 injections were performed with the catheter.

Event description:
Information received by medtronic indicated that a phrenic nerve injury occurred during a cryoablation procedure. Phrenic nerve paralysis noted with diaphragmatic palpation 26 seconds into the first ablation of the right superior pulmonary vein, at a temperature of -39c. Occlusion appeared appropriate and balloon shape adequate prior to ablation. The ablation was immediately stopped. At 45 min post, diaphragm appeared appropriate on fluoro and palpation, but palpation difficult with abdominal girth. Cmap signal upon review decreased 2-4 secs before palpation and was smaller in amplitude post. Elected to stop cryoablation of right sided veins. Right inferior pulmonary vein not attempted due to reliability of signal/palpation and no pulmonary vein potential observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.